Event description:
Pump continues to report battery depleted during load process even after changing batteries. Sending replacement pump. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. If yes, was any medical intervention provided: is the actual device available to be returned for investigation: yes sending return box.